Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a surgical procedure in (B)(6) 2017 and suture was used for skin closure. During use, the suture snapped. No adverse patient consequences were reported.

Manufacturer narrative:
The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. No suture, needle or winding former were returned for evaluation to determine the assignable cause of the performance - breakage suture; therefore, the reported failure could not be evaluated. It could not be determined what may have caused the reported incident.